Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received via merlin.net showing non-sustained rv oversensing on the ventricular channel. Programming changes were recommended.